Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center there were no visible foam particles, however, an error code related to a check circuit was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. No repair was performed. The unit is to be scrapped at the request of the customer.